Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an emergency visit a few weeks ago due to low blood glucose. The caller stated that it was his mistake as he had glucose tablets and he did not take them. She mentioned that the customer continuously makes bad choices, he does not mentioned to his doctor about the lows, and he acts like a child. No further information was provided.